Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of hospitalization for low blood glucose of 37mg/dl. The customer treated with fluids. Customer declined to further troubleshoot. No further details given.